Event description:
It was reported that the patient's right hip was revised due to ecentric wear of the liner. A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.